Event description:
It was reported that the light lead was plugged into a tl400 power led rubina and was not connected to a telescope, the light source was inadvertently switched on before it was to be used. This was during the insufflation of the abdomen. This was accidently placed close to the patients face and unfortunately burnt a hole in the surgical drape and caused a burn to the patients upper lip. Since the patient got injured, the case is deemed as reportable.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).